Event description:
It is reported that a customer was in a car accident and was admitted to the hospital for low blood glucose. Details of hospitalization and blood glucose levels were not given. The caller was not the customer. The caller insisted that medtronic should not contact the customer because the caller reported the issue without the customer/s consent. The caller was advised to contact the customer and advise the customer to call medtronic about the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.